Event description:
Pt presented worsening dementia and gait instability. CT scan revealed increased ventricle size. A shunt tap revealed an elevated opening pressure. The proximal catheter was patent and no disconnections were noted. It appears that the valve's catheter was blocked in abdomen. Device was explanted and returned with a request for analysis.